Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) section: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness of the forceps elevator was lost. It was also noted that the scope cylinder had discoloration and the scope cover plate was unclean. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the distal end had corrosion. The connecting tube had a wrinkle and the adhesive around the objective lens had discoloration. There was corrosion around the lever arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the bronchofiberscope had a leak at the forceps elevator. The issue was found during maintenance. Inspection and testing of the returned device found that there were foreign objects in the light guide lens. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.